Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s3 gas blender system. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s3 gas blender system displayed an error code associated to a discrepancy between the set gas output value and the actual one during priming. There was no patient involvement.